Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Model number c70a3 is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was analyzed. Pre/approaching elective replacement indicated noted as the battery voltage data in file (B)(4) shows battery was 2.737 volts on (B)(6) 2012, battery impedance was 4134 ohms, ageing timestamp date on (B)(6) 2012, device is before rrt.